Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including inspecting and cleaning the pump and assisting with filling and loading a new cartridge. The customer successfully completed the loading process and resumed insulin delivery.